Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the right ventricular defibrillation coil and the superior vena cava coil had low impedance. The impedance on both coils has decreased over the past few months. The patient has been in atrial fibrillation since the decrease. During lead revision, an insulation breach was discovered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.